Event description:
It was reported by service report that the bed had no power functions when it was plugged in. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the power board malfunctioned. Conclusion: replacement parts have been ordered.